Event description:
It was reported that staff experienced leaks with the new extension sets used at their facility. The rn reported that the leak occurred at the bd insyte autoguarad and the smartsite extension set when infusing an unspecified infusion at 125 ml/hr. The customer stated that there was no patient harm it was later reported by the staff rn the leaks occurred due to staff related issue with use of new equipment.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the staff experienced leaks with the new extension sets at an unspecified location.